Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the posterior capsule broke, resulting in a three piece lens being implanted. Additional information was received with the surgeon reporting when she was beginning to inject the lens with the tip in the corneal channel, the lens ejected abruptly and broke the capsule. The replacement multifocal lens was implanted in the sulcus successfully. The surgery duration lasted 40 minutes.

Manufacturer narrative:
Summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used; however, an unapproved viscoelastic was used. The product investigation could not identify a root cause. Additional information indicated a failure to follow the dfu, an unapproved viscoelastic was used. The use of unapproved products may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot number. Additional information was received on (B)(4) 2013. (B)(4).